Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the black box data and alarm history revealed cs 064 call service alarm. During testing, multiple rewind, reload, and prime sequences were performed with no call service alarms being duplicated. The pump was exercised for 24 hours and no call service alarms were duplicated. The pump cover was removed with no evidence of moisture or damage observed. The call service complaint was verified in the history but could not be duplicated during the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.